Manufacturer narrative:
The event took place in (B)(6).

Event description:
The customer complained of a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) result for one patient sample. Units of measure for the test were requested but not provided. The initial hcg+ss result was 0.1. The doctor told the patient she was not pregnant. The patient did not trust the conclusion. A pregnancy slide test was performed and was "weak pos." The doctor told the patient she was pregnant. The sample was repeated on (B)(6) 2014 with a result of 5614. On (B)(6) 2014 a new sample was tested with a result of 36000. It was concluded the patient was pregnant. There were no adverse events. The lot number and expiration date of the hcg+ss reagent were requested but not provided.

Manufacturer narrative:
Additional information was requested for the investigation but was not provided. A definitive root cause could not be determined. A review of the available data found a general instrument or reagent issue was unlikely. Preanalytic conditions were found to be the most likely cause.